Manufacturer narrative:
An investigation will be completed as the actual device was returned to rwmic and sent to manufacturer (rw (B)(4)) for investigation on 06/30/2015. No record of this device being purchased from rwmic. No record of any service performed on device (performance check, routine maintenance or repair). Rwmic considers this matter closed. However, in the event we receive additional information, we will provide manufacturer with information.

Event description:
Richard wolf medical instruments corporation (rwmic) was notified that during a procedure jaw broke off into patient. Broken jaw as well as set screw were easily retrieved and facility had backup device available to completed the procedure. No injuries to patient or staff were reported. Facility indicated subsequently to procedure, both the broken jaw and set screw were lost.